Manufacturer narrative:
UDI: (B)(4). The certasvalve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿infection¿ could be due to implantation procedure or ¿insufficient packaging materials¿.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2020-00042. A physician reported the certas valve was implanted with bactiseal catheter (823072) via v-p shunt in (B)(6) 2020 with an unknown setting and by end of (B)(6) 2020, infection was observed. Therefore, the valve will be replaced to a new one (same product and catheter) on (B)(6) 2020.